Manufacturer narrative:
Review of the intraoperative system logs found the system functioned normally with no errors logged and no indications relating to this event. Log review of five subsequent procedures found the system functioned normally; no intraoperative events or issues found. The following concomitant products were used during this procedure: 30 degree endoscope plus, cadiere forceps, maryland bipolar forceps, and fenestrated bipolar forceps. A site history review found no complaints were made for the instruments used during this procedure. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died when the surgeon accidentally pulled on the subclavian artery causing a catastrophic bleeding event. There is no allegation against any da vinci instrument or system. Based on the information provided in the summary of events, this was a surgical technical error and no intuitive surgical product or instrument contributed to this event.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy with chest anastomosis, the subclavian artery was inadvertently pulled while attempting to lift gauze using a maryland bipolar forceps (mbf) instrument, resulting in uncontrolled bleeding. The estimated blood loss and the specific surgical interventions undertaken to control the bleeding were not provided. The procedure was converted to open surgery. The patient subsequently experienced cardiac arrest and passed away two days later. The clinical sales representative (csr) was informed that the injury was attributed to improper use of the mbf instrument. There was no indication that any intuitive product, instrument, or system directly caused or contributed to the bleeding event.